Event description:
The device was used for vein harvesting. Reportedly, the clips did not advance properly. The jaws transected the vessel. The surgeon used manual clip to control bleeding.

Manufacturer narrative:
7/21/97-suppllemental report #1 submitted to FDA.